Event description:
During preparation for use for a cardiopulmonary bypass procedure, the user reported the level sensor module was not recognized by the central control monitor of the heart lung machine. An alternative device was employed. There was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.